Event description:
A surgeon reported for a friend that following bilateral intraocular lens (iol) implant surgery, the friend was experiencing "cut vision", seeing the rings of the iol and had retinal edema (right eye only). Both procedures were clear lens exchanges (cle). For this eye, the friend was seeing the rings of the iol. The surgeon reported the friend had myopia and presbyopia prior to the iol implant surgery. The myopia has resolved, but the presbyopia remains. The friend is wearing glasses. The surgeon reported a secondary cataract had recently been detected in this eye. A yag laser procedure was recommended, but the friend has declined the procedure. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4). (B) (4).